Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user cannot unlock their ilet. The agent on the phone tried to have the user attempt a firmware update, but the user does not have the ilet app. The app was downloaded and the device paired to the phone. There was an update available and installed. The patient was now able to unlock the device. There was no report of any patient harm or adverse event associated with this report. The patient had no further questions.